Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 836496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In march 2012, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In march 2012, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and dyspareunia ("painful intercourse / dyspareunia"). In april 2012, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and dysmenorrhoea ("painful menstrual cycles / dysmenorrhea"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog") and arthralgia ("joint aches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy, uterus and cervix removed with essure device removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, back pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, dysgeusia, feeling abnormal and arthralgia outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 836496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and dyspareunia ("painful intercourse / dyspareunia"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and dysmenorrhoea ("painful menstrual cycles / dysmenorrhea"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog") and arthralgia ("joint aches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy, uterus and cervix removed with essure device removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, back pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, dysgeusia, feeling abnormal and arthralgia outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet (pfs) ¿ new reporter (healthcare facility); plaintiff¿s demographic data; essure lot number, onset date of events dyspareunia and pain ((B)(6)2012), dysmenorrhoea and heavy vaginal bleeding ((B)(6) 2012); new adverse events (pregnancy, device ineffective, menorhagia, abnormal bleeding); and essure removal method (hysterectomy) added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 836496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergone any essure confirmation test". The patient's previously administered products included for an unreported indication: ortho tricyclen, mirena and taz. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 days after insertion of essure. In (B)(6)2012, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and dyspareunia ("painful intercourse / dyspareunia"). In (B)(6)2012, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and dysmenorrhoea ("painful menstrual cycles / dysmenorrhea"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog"), arthralgia ("joint aches"), anxiety ("anxiety/depression : anxiety") and depression ("anxiety/depression :depression"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed with essure device removal). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia and dyspareunia had resolved and the pregnancy with contraceptive device, genital haemorrhage, dysgeusia, feeling abnormal, arthralgia, anxiety and depression outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2018: plaintiff fact sheet received - patient details updated. New events anxiety/depression :depression and anxiety/depression : anxiety and plaintiff did not undergone any essure confirmation test were added. Outcome of events painful intercourse / dyspareunia , dysmenorrhea, pelvic pain / pain, abdominal pain, lower back, heavy vaginal bleeding / abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) were updated from unknown to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog"), arthralgia ("joint aches") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent procedure to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dysgeusia, feeling abnormal, arthralgia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.